Event description:
It was reported that the lens in the pt's right eye vaulted post implant. The surgeon is planing to perform lasik. According to the surgeon, small capsular bag/short eye was the likely cause of the event. Please ref MDR# 2031924-2014-00218 for the pt's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.